Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The customer power cycled the system to resolve the reported issue. The system was working properly, and no additional action was required as the issue was resolved. Intuitive surgical, inc. (Isi) has not received the endoscope with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted inguinal hernia unilateral surgical procedure, the robotic coordinator informed the technical support engineer (tse) of an unspecified error fault occurred on the universal side manipulator (usm). The endoscope was installed on the usm, and the endoscope would not rotate. The tse reviewed the logs and found error code 23003 on axis 4 for the usm. The customer further stated that the usm arm position was backwards after the issue. The customer tried rotating the endoscope without any success. Then, the customer decided to power cycle the system and this resolved the video orientation issue. Tse suggested to remove the endoscope and rotate it 180-degrees and press the clutch button to reset. No further issue was reported. The procedure was continued with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following information from initial reporter: arm 1 and 2 might have brushed against each other, right after we started having image issues. The image was inverted. The 30-degree endoscope did not move freely with uncontrolled motion. The surgeon was unable to change from 30 up to 30 down. Every time the surgeon tried to change the orientation; it went back to the same spot. Additionally, the image was mirrored, for example instrument showed as coming from left when in fact was coming from the right. The surgeon confirmed the desired orientation when the endoscope was installed. The endoscope and endoscope¿s adapter/base were still engaged/in-synch/attached. There was no damage observed on the endoscope¿s adapter/base such as a missing screw(s) or component. Prior to the event, the endoscope was manually rotated 180 degrees. The vision issue did not result in patient injury, as the system was reset and the image went back to the correct position.

Event description:
Refer to h10/h11 for follow-up information.